Manufacturer narrative:
The customer reported the tubing was spraying all over from the port, and returned one used sample of material 10010454, lot 25075166. Upon initial visual examination, the set verified the complaint of leakage from the y port, and damage was found in the blue piston. The blue piston component of the smart site was damaged and cut open. This allowed for a fluid breach and leak from the smart site. The manufacturing site could not trace the root cause to the internal process. The root cause for the smart site damage is unknown. There is a potential cause of misuse with a needle, the bd smart sites are needle-free connectors. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following: it was reported by a customer that the blood began to back up in tubing from patients port-o-cath to first y-port and spraying all over from y-port.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.